Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was admitted on (B)(6) 2018. Gi was consulted this admission and colonoscopy was performed. Subject received an additional 2 units of prbcs at osh ed prior to admission on (B)(6) 2018. No equipment has been changed. Additional information received on (B)(6) 2018 stated that the patient received an endoscopy on (B)(6) 2018 which was unremarkable. A colonoscopy on (B)(6) 2018 showed a polyp which the hcp stated was the possible cause of the gi bleed. The polyp was biopsied and revealed a tubular adenoma and a hemoclip was placed. A video capsule on (B)(6) 2018 was negative for bleeding. The patient h&h was stable at discharge with no further bleeding. Asa was being held for two weeks and warfarin was resumed.